Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl and the cause was not known. The customer fell and sustained a head injury. The contact assisted the customer by providing carbohydrates. The customer was hospitalized for the head injury and underwent brain surgery. The pump was placed into storage mode as it was not being used as insulin therapy while the customer was hospitalized. Upon follow-up, the customer was reported to have been discharged on (B)(6) 2018 and was admitted to a rehabilitation center. The contact provided no further information. Although multiple attempts were made to obtain additional information, the contact did not reply to the requests.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level could not be confirmed on (B)(6) 2018 in pump logs. Continuous glucose monitor data was not available. Pump was not unlocked and no boluses were delivered on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.